Event description:
Nellcor puritan bennett rec'd a call from representative of facility on 04/21. Facility called to report the following problem: delay set at 10, apnea alarm doesn't go off until 30 sec have passed.